Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and device expulsion ("essure coils to be located in the intrauterine cavity near the cervix") in an adult female patient who had essure inserted (lot no. D23518) for permanent contraceptive tubal implant. The patient had a medical history of pelvic pain, vaginal bleeding, obesity, parity 3, multi gravida and caesarean section. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1422 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device expulsion (seriousness criterion medically important). The patient was treated with surgery (surgical removal of coils). The reporter considered device expulsion and medical device removal to be related to essure administration. The reporter commented: (B)(6) 2021: hpi: essure placement for contraception who presents for essure removal. She had an essure sterilization procedure about three years ago. Since (B)(6) 2020 she has been experiencing pelvic pain. Imaging at an outside ed revealed one of the essure coils to be located in the intrauterine cavity near the cervix. Patient also now desires future fertility. She presents today for hysteroscopic removal of the essure coil. Discrepancy noted- 1. Medical records for (B)(6) 2021 shows essure coils to be located in the intrauterine cavity near the cervix. And removal details on same day confirms hysteroscopy, diagnostic laparoscopy was done and no essure device was noted in the abdomen. 2. As per previous follow up device insertion date is (B)(6) 2017 and as per medical records date of insertion is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.82 kg/sqm. Batch no: d23518, production date: 2014-10-24, expiration date: 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: previously reported event "she had a side effect with essure" updated to "medical device removal", reporter lawyer added, reference section, non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and device expulsion ("essure coils to be located in the intrauterine cavity near the cervix") in an adult female patient who had essure inserted (lot no. D23518) for permanent contraceptive tubal implant. The patient had a medical history of pelvic pain, vaginal bleeding, obesity, parity 3, multi gravida and caesarean section. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced device expulsion (seriousness criterion medically important). The patient was treated with surgery (surgical removal of coils). On (B)(6) 2021, 1422 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The reporter considered device expulsion and medical device removal to be related to essure administration. The reporter commented: (B)(6) 2021: hpi: essure placement for contraception who presents for essure removal. She had an essure sterilization procedure about three years ago. Since (B)(6) 2020 she has been experiencing pelvic pain. Imaging at an outside ed revealed one of the essure coils to be located in the intrauterine cavity near the cervix. Patient also now desires future fertility. She presents today for hysteroscopic removal of the essure coil. Discrepancy noted- medical records for 23 apr 2021 shows essure coils to be located in the intrauterine cavity near the cervix. And removal details on same day confirms hysteroscopy, diagnostic laparoscopy was done and no essure device was noted in the abdomen. As per previous follow up device insertion date is (B)(6) 2017 and as per medical records date of insertion is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.82 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:medical device removal and device dislocation. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: device dislocation event added. Removal date, reporters, medical history, lab data, patient information, indication, lot no., and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.